Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-04550.

Event description:
The customer reported two false positives with the ID now covid-19 assay performed on various dates involving various lots.this report is one (1) of two (2) and addresses lot m209393 (total quantity 1). The customer reported one false positive with the ID now covid-19 assay performed on a nasal swab sample collection date:(B)(6) 2022. Confirmation testing (platform: core lab) on a nasopharyngeal sample collected on (B)(6) 2022 in viral transport media generated a negative result. Per the customer, no additional information will be provided.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m209393 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot m209393 and test base part number 190-430 / lot m209393. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m209393 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.